Event description:
The iab leaked. This was the only info available at the time of the report. The iab was not returned to datascope for eval. The iab was discarded by the facility. On 3/30/98 it was reported that there was an iabp leak. Blood was noted in the catheter tubing. [Event complications]: unk-reported 1/20/98. [Pt's current status]: unk-1/20/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.